Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lap chole. Event description: stapler were not firing on multiple occasion. Additional information obtained from account manager via phone call on 17jun2025: the account manager spoke to the doctor today (on (B)(6) 2025) and she states that there were 2 or 3 clip appliers that were not working as intended. The doctor did not specify what about the clip applier was not working. The account manager will follow-up with the doctor when she returns on (B)(6) 2025. The lot for all of the complaints was (B)(4). Additional information obtained from account manager via email on 26jun2025: other devices used during the procedure: ligasure, applied trocars, [brand] monopolar, applied retrieval bag. A clip was not loaded into the jaws. The trocar was an applied hasson and applied 5mm. The incident was initially observed when the first clip was loaded. The clip was properly seated when loaded and visible between the jaws of the device. A clip was not loaded into the jaws prior to instrument's insertion/removal through the trocar. The trigger could be easily and completely actuated. Additional information obtained from account manager via phone call on 26jun2025: the account manager confirmed that the email he sent on 26jun2025 accounts for all of the clip applier complaints at [name] hosp. The information is the same for all of the complaints. The account manager spoke to the physician today (on (B)(6) 2025) and she said there were about 3 to 4 clip appliers that the clip did not load. The account manager confirms that he first heard of 2 to 3 incidents on (B)(6) 2025 and was informed today (on (B)(6) 2025) that there could have been 4 incidents. All of the procedures were lap choles. Patient status: good. Intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: lap chole. Event description: stapler were not firing on multiple occasion. Additional information obtained from account manager via phone call on 17jun2025: the account manager spoke to the doctor today (B)(6) 2025) and she states that there were 2 or 3 clip appliers that were not working as intended. The doctor did not specify what about the clip applier was not working. The account manager will follow-up with the doctor when she returns on (B)(6) 2025. The lot for all of the complaints was 1546764. Additional information obtained from account manager via email on 26jun2025: other devices used during the procedure: ligasure, applied trocars, [brand] monopolar, applied retrieval bag. A clip was not loaded into the jaws. The trocar was an applied hasson and applied 5mm. The incident was initially observed when the first clip was loaded. The clip was properly seated when loaded and visible between the jaws of the device. A clip was not loaded into the jaws prior to instrument's insertion/removal through the trocar. The trigger could be easily and completely actuated. Additional information obtained from account manager via phone call on 26jun2025: the account manager confirmed that the email he sent on 26jun2025 accounts for all of the clip applier complaints at [name] hosp. The information is the same for all of the complaints. The account manager spoke to the physician today (B)(6) 2025) and she said there were about 3 to 4 clip appliers that the clip did not load. The account manager confirms that he first heard of 2 to 3 incidents on (B)(6) 2025, and was informed today (B)(6) 2025) that there could have been 4 incidents. All of the procedures were lap choles. Patient status: good intervention: ni.